Event description:
Reporter states he was admitted to hospital for heart condition. On the third day of hospitalization, he had a stress test performed. During first scan, reporter requested not to have cushion placed underneath legs. During his second scan, technician placed cushion underneath reporter's legs without his approval. As the machine turned in a clockwise motion, his left knee was moved towards his right knee. Reporter says that his gown was caught in the machine and pulled down on the reporter's knee. The reporter mentioned this to the technician and the technician said alright hold on and then stopped the machine. Reporter was taken to hospital room, then to x-ray. Reporter was given a knee immobilizer and immediately discharged and placed in a taxi. Reporter says he has contusions, bruising and is still in pain and is currently on his couch unable to move. Reporter says he has spoken to a hospital rep and was told that an incident report has been filed. Hospital.